Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced repeated infections at the implant site. Revision surgery is planned, however has yet to take place as of the date of this report, (B)(6) 2015.